Manufacturer narrative:
The main component of the system. Other relevant device(s) are: tf4040c114xj, tw4238c111xj, taxw4040b46xj.

Event description:
A talent stent graft system was implanted in zone 4 for endovascular treatment of a 56 mm fusiform thoracic aortic aneurysm. It was reported that approximately one year and eight days after the index procedure the patient expired due to right intra-pleural rupture. The investigator was uncertain if the intra-pleural rupture was related to the device or procedure. The investigator was uncertain if the patient's death was related to aneurysm rupture. There was no endoleak observed on the examination done three days prior to patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.